Event description:
Data from cardiac monitoring stopped transmitting. A "leads fail" alarm occurred. When the rn responded to the loss of cardiac monitoring data, she immediately changed the battery and does not recall what the battery status lights were. It is possible that the battery depleted and that the staff did not hear the audible alarm or see the low battery alarm. The patient was discovered pulseless and CPR/acls was initiated.